Event description:
It was reported that there was an infection. It was stated that the leads and extensions were removed on (B)(6) 2013 due to infection. It was noted that antibiotics were attempted first, but did not eliminate the infection. It was later reporter that a culture was done and the results were staphylococcus aureus, methicillin resistant. It was noted that the patient would be on intravenous (IV) antibiotic through (B)(6) 2013. It was noted that the devices would not be returned. Additional information was requested but not received at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va09qwq, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va09qwq, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension. (B)(4).